Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they can only get the 'right side' to stimulate but it was unclear if they were talking about right ins or right brain. The night nurse saw a message on the 'power pack' (maybe insr) that said 'dose complete'. It was reviewed that this screen was not a possibility. It was difficult to ascertain the actual issue. They were going to call back on wednesday when they are with the patient and equipment. No symptoms were reported.